Event description:
Additional information received reported that the patient still experienced a shocking sensation at the device site and their "rear end". It was noted that the device interactions caused the patient to be sick and vomit. The shocking increased each time the patient made adjustments with their programmer unit. It was also noted that it was harder to turn the stimulation on and make adjustments. The patient stated that the started to have more leaking, urgency, and going to the bathroom more for the past two and a half weeks. It was reported that the patient's healthcare professional made programming changes on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v955825, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient had both the manufacturer's device, on the left upper buttock, and a device from a different manufacturer implanted on the right upper buttock. It was further noted that these devices were implanted about 8 inches apart. The patient stated that she felt "an electrical current going between the two implants for a few seconds and a surging sensation." The patient reported feeling nausea, acute pain, diarrhea, very faint and she saw blue dots. The patient stated that she "had not felt well since this incident." The patient noted that she was feeling "surges" around the manufacturer's device and down the back of the right leg. It was noted that there was "no pattern as to when this occurred", but it had occurred about 10 times since (B)(6) 2012. The patient stated that her manufacturer's device had been working well at the setting of 1.8 for her retention. The patient reported that her symptoms returned, so her husband turned it back on and increased the stimulation to 2.8, but this was too strong. It was noted that the patient's stimulation was decreased to 2.0, but her symptoms were not as well managed. Additional information received reported that the patient turned the other manufacturer's device and could not feel the current between the two devices. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.